Manufacturer narrative:
Image analysis the reported oozing event could be observed on the image provided; however the extent of the bleeding reported could not be confirmed on the image provided. The cause of the event could not be determined from the films provided. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. Although a fabric tear cannot be ruled out, no endoleak was reported to have been identified on angiogram prior to open conversion of the patient. It appears that the oozing was revealed after removal of thrombus during the open repair and it is possible that the thrombus may have been maintaining haemostasis. It is also possible that the reported blood flow from lumbar arteries may have contributed to blood in the aneurysm sac. Analysis of the limited returned images did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that approximately 4 year post index procedure, the patient was being prepped for a thoracoabdominal replacement surgery. During this procedure the thoracotomy was performed in the left 6th intercostal space, and descending aorta was exposed and clamped. Median laparotomy was performed and abdominal aortic aneurysm (aaa) was exposed and the aorta above the renal artery was exposed. The descending aorta was then clamped and aaa was incised. Numerous hematomas were noted and these were removed. Pulsatile bleeding was observed from a part of the seam of the stent graft. It was reported that oozing from the area was strong and hemostasis was performed by using a manual compression patch (tachosil). In addition to this , there was backflow of bleeding noted from 3 positions of lumber artery and these were then sealed. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient will be monitored.